Manufacturer narrative:
Additional information e. Initial reporter first name last name: these fields were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vitalflow instrument, it was reported that the screen went white for about a min ute. The pump continued to flow, and when the screen came back on an error e70 was noted in the alarm log. The use of the instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that this instrument was not power cycled. After about 30 seconds, the mc3 logo appeared, and the instrument operated as normal for remainder of the run. There was no liquid spill reported. The vitalflow instrument was not near an rf emitter, and the instrument was plugged in.